Manufacturer narrative:
The pump received with blank display due to moisture damage electronic assembly. Analysis was unable to verify failed battery test alarm, low battery alarm due to blank display. The pump had a scratched display window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display and failed battery test. The blood glucose at the time of the incident was 89 mg/dl. The customer states she did receiver a low battery alert prior. The customer was sent a replacement battery cap, but is still having problems. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.